Event description:
(B)(6) clinical study. It as reported that post a coronary stenting treatment procedure, the patient experienced thrombosis and instent restenosis requiring intervention. Lesion 1 was located in the proximal left anterior descending (lad). The lesion was 95% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the mid lad. The lesion was 90% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced thrombosis requiring intervention. The patient was presented with progressive angina and was referred for cardiac catheterization. The in-stent restenosis in the mid lad was treated with predilation and deployment of a 3.5x12mm drug eluting stent (des). Following post dilation residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and clopidogrel.

Event description:
It was further reported that the patient did not experienced stent thrombosis as previously noted. In june 2010, the patient presented with exertional chest pain radiating to jaw which was squeezing and burning in nature and was associated with diaphoresis and nausea. The patient was diagnosed with unstable angina. In december 2011, the patient presented with chest pain, dyspnea on exertion and was referred for cardiac catheterization.

Event description:
It was further reported that in (B)(6) 2012, the patient was hospitalized and cardiac catheterization was recommended. Of note, the patient's study drug was discontinued.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Update: describe event or problem, relevant tests/lab data. (B)(4).